Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in right coronary artery. A 2.00mm rotalink plus was selected for use. During the procedure, the device able to pass the target lesion. However, it became stuck in the lesion. The burr was released from being stuck through surgery. No further patient complications were reported and patient is stable.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in right coronary artery. A 2.00mm rotalink plus was selected for use. During the procedure, the device able to pass the target lesion. However, it became stuck in the lesion. The burr was released from being stuck through surgery. No further patient complications were reported and patient is stable. It was further reported via medwatch (B)(4) that the target lesion was 99% calcified. During the initial first pass of the burr thru the 8fr guiding system, improvement of the lumen was noted. The burr was then upsized and the rotablator was able to advanced past the lesion. However, the device was not able to dynaglide back into the guide. Consequently, the patient was sent to the operating room for coronary artery bypass graft (CABG).

Manufacturer narrative:
Updated lot number from 23070796 to 0022877096. (B)(4).